Event description:
Complainant alleged that during a routine shift check by a clinician, the device had no ECG base line on the display screen. The complainant indicated that there was no pt involvement in the reported failure.